Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 502 mg/dl. The customer treated per the healthcare professional and the current blood glucose was 312 mg/dl. The customer declined trouble shooting and will call back if the issue recurs with an infusion set. The insulin pump will not be returned.